Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that patient's infusion set was not sticking due to this blood glucose level went above 300mg/dl. Patient also used mastisol and skin tac to help resolve the issues and also changes the site to hep and uses the pump for treatment of the high blood glucose. No further information was available.

Manufacturer narrative:
E1; patient city; (B)(4). Patient country; united states.